Event description:
Pt was revised to address acetabular loosening. Litigation papers were received with further allege that during the revision necrotic tissue surrounding the device was found resulting from metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.